Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (cannot charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and the d2 diode and u13 processor were shorted. The cause of the inability to charge the battery packs is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was unable to charge a battery pack.